Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to confirm and reproduce the reported issue. The fse determined that the low level output connector on the pump console was damaged and had broken loose from the front end board. To fix the issue, the fse replaced the front end board and ensured that all functional and safety tests were passed to factory specification. The iabp was then returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, a communication error occurred on the cardiosave intra aortic balloon pump (iabp), and that there was no signal coming from the low level pressure output. No adverse event was reported.